Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with left plunger case has broken screw insert, case bottom ac retainer screw insert missing and cracked right plunger case. Event history log review was performed and found no evidence of reported problem. Visual inspection and force sensor test were performed. Investigation unable to duplicate 'force sensor test' at power up and the force sensor readings were all within spec. However, the customer's reported problem was confirmed. According to the investigation, the left plunger case screw insert was broken causing an intermittent error. Service's replaced the pump left plunger case and performed calibration, pm and all functional tests which passed. Service's also replaced the pump cracked right plunger case, case bottom, power supply insulator and barrel clamp guide. Replaced ripped tube seal and both ear clamp gaskets due to contamination. Replaced tapered spring, worm coupling, worm gear, lead screw and both clutch halves due to normal wear. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd medfusion 4000 pump exhibited system fail force sensor test. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.